Event description:
Surgical procedure: c3-7 acdf. The last 4 of bioplex c implants were being placed at c6-7. The implant fractured at each corner during initial, light impacting of the implant into the disc space. Patient outcome: ok. Fractured implant was not used. An additional implant was available and was used.